Manufacturer narrative:
Date of event has been estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was explanted and replaced on (B)(6) 2019 due to high impedance. Issue resolved